Manufacturer narrative:
No injury reported. Device is new. Nature of complaint suggests a new product, and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as the compressor wears in. Device is thermally protected. MFR is attempting to obtain the product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed.

Event description:
The dealer alleges these concentrators had a burning plastic smell when he took them out of the box. No injury is alleged.

Manufacturer narrative:
No injury reported. Device is new. Nature of complaint suggests a new product, and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as the compressor wears in. Device is thermally protected. Manufacturer is attempting to obtain the product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed. (B)(4).

Event description:
The dealer alleges these concentrators had a burning plastic smell when he took them out of the box. No injury is alleged.